Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Report source: study source - (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty treatment performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 following the procedure the patient developed asthma exacerbation and was treated with systemic steroids. The patient's hospitalization was prolonged due to the asthma exacerbation. On (B)(6) 2017 the patient's asthma exacerbation had resolved. On (B)(6) 2017 the patient was discharged from the hospital in good condition.